Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a 60-70% liquid walled-off necrosis (won) during an endoscopic ultrasound (eus) stent placement procedure on an unknown date. According to the complainant, during the procedure, the first flange of the axios was deployed in the collection and the second flange of the stent was deployed in the scope using the eus method of deployed; however the physician had difficulty pushing the flange out of the scope. Reportedly, while maneuvering the scope, the physician pulled the first flange of the axios stent out of the collection and the device was removed from the patient partially exiting the scope. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.